Manufacturer narrative:
Block d2b: additional pro code selection that applies to the indication of this device <nhl>.

Event description:
It was reported that the deep brain stimulation (dbs) patient underwent a revision procedure during which the right lead extension was discovered to be fractured at the header block of the implantable pulse generator (ipg). The reason for the revision was due to out of range impedances that were discovered when the patient was scheduled for magnetic resonance imaging (MRI). The fractured lead extension was replaced with two new lead extensions during the revision procedure after which impedances were confirmed to be within a normal range.